Event description:
Pt uses a minimed paradigm insulin pump and changes their infusions every other day. On saturday, in 2003, around 10:45 pm, pt was changing their infusion and getting ready for bed. As instructed, pt primed the tube by inputing a one unit prime unit. Instead of stopping, the entire resevoir of 185 units were dumped into pt's body within five minutes. Because pt is diligent, they double checked their unit and was stunned to find out that the pump had just administered a lethal dose of insulin into their body st they rushed the pt to the emergency room throughout a very long eveninig, was able to work through the the problem. However if the pt had not double checked their machine and gone straight to bed, pt would have died in their sleep. The machine has a warning beep for a low battery, a warning beep for low insulin, why, why, why does it not have a warning beep for a dispensing malfunction?